Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04143, and 0001822565-2019-02473. Concomitant medical products: femoral component high flex precoat for cemented use only right medial/left lateral, catalog#: 00584201202, lot:# 63006783. Tibial component precoat right medial/left lateral size 1, catalog#: 00584200102, lot#: 62686349. Stryker simplex bone cement with tobramycin, stryker asymmetric patella. Reported event was confirmed by review of radiographs. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. [Mw5078077].

Event description:
It was reported that patient underwent a partial knee arthroplasty procedure. Subsequently, patient started experiencing pain on the outside of the affected right knee. Surgeon stated that the device had loosened. Review of radiographs indicated loosening of the femoral and tibial tray, as well as osteolysis. Patient was revised with all prostheses removed approximately two years one month post operative.